Manufacturer narrative:
(B)(4) the device was returned for evaluation and visually and functionally tested pursuant to qrf-0387.a. Based on the complaint description, the moving side suture attachment was tied incorrectly around the pull bar during manufacturing. This left the clip tethered to the device at that attachment point until the surgeon was able to cut it off. Because the surgeon saw the defect and was able to manually remove the clip by cutting the suture, the failure cannot be replicated during this evaluation. However, the failure mode will be investigated accordingly.

Event description:
During a mvr/maze procedure, a pro140 was deployed properly but when retracting the metal bar, the string from the distal end of the metal bar caught onto the clip resulting in the surgeon having to cut the string to fully retract the metal bar and remove the clip deployer. The patient was on-pump and heparinized with an unknown amount. There was no delay in the case as it only took seconds to cut the string and patient care or outcome were not affected.